Manufacturer narrative:
.

Event description:
The patient presented for treatment of taa gore viabahn endoprosthesis were placed in a chimney and snorkeling technique for the treatment of visceral and renal arteries. Four weeks post implant the patient presented with pain in the abdomen. The physician discovered a disfunction of the right kidney. The physician elected to implant two supera stents inside the two gore viabahn endoprosthesis that were previously implanted in the right and left renal arteries. The renal arteries are reported to be patent.